Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that that the patient presented remotely with oversensing on the right ventricular lead. It was noted that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.